Event description:
Physician reported "a capsular contracture baker grade IV, calcification, intracapsular fluid leakage and clinical signs." This relates to the right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and rupture.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified no openings on the device, red particles, white particles calcification -like in device outer surface and fold creases. A weight test of the device was verified and the device was within specification. Cloudy after autoclave disinfection process in the gel. Based on the device analysis the final assessment is no observations found related with the complaint reported by the physician.

Event description:
Physician reported right side "capsular contracture baker grade IV, calcification, intracapsular fluid leakage and clinical signs." Healthcare professional additionally reports right side "white milky serous effusion". Device has been explanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional additionally reports right side "white milky serous effusion".